Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon identified blood inside the balloon. This blood is consistent with a leak having occurred in the device. An encore inflation device was tested at 12 atmospheres using a druck gauge. An attempt to inflate the balloon confirmed that a pinhole leak was identified at 2mm distal from the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified a kink in the hypotube at 15.5cm distal from the strain relief. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.